Event description:
(B)(4): distribution partner medtronic informed us on (B)(6) 2015 about the following event: it was reported the patient went into asystole when the pacing cables on the external pulse generator (epg) "popped out" after they were secured into the device. It was determined that prongs were not completely tightened and the cables slid out. Troubleshooting showed the prongs came loose. Follow up revealed the temporary lead was placed in the intensive care/cardiac care unit when the patient went into shock. The patient was transferred to the catharization lab for permanent placement and when the patient was moved the lead "popped out." The patient went into asystole and there was electro-mechanical dissociation. The lead was then tightened down, cardio-pulmonary resuscitation was started and the patient expired 45 minutes to one hour later. The status of the epg is not known at this time.